Manufacturer narrative:
Concomitant products: 5071-53 lead; 5071-53 lead; 5866-38m adaptor implanted: (B)(6) 2008; dtma1d1 crtd implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post replacement procedure, the patient developed a pocket infection. It was noted that during the lead replacement procedure, when the physician opened the pocket, ¿puss¿ oozed out. The original plan was to explant and replaced the right ventricular (rv) lead due to high and undefined superior vena cava (svc) and rv coil impedance measurements. The physician and staff sent the swapped cultures, but the results were unknown during the procedure. The physician decided to remove the right atrial (ra) lead and rv lead and leave the two left ventricular (lv) leads implanted due to patient being dependent. The device was removed from the pocket but connected to the lv leads and remains in use externally. Antibiotic treatment was necessary. The lv leads and device was later removed, and a new cardiac resynchronization therapy pacemaker (crt-p) system was implanted. No further patient complications have been reported as a result of this event.